Event description:
The hcp reported that the pt was travelling on an airplane and experienced weakness and flaccidity. The pt has been receiving itb therapy since 1999 with good results. The pump had been refilled in 2004. The pt was taken to a clinic where the pump was interrogated. No other additional info is available.